Event description:
It was reported that the monopolar curved scissors instrument has a broken cable at the tip. No add'l info was provided. No pt harm, device outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found one grip close cable frayed at the distal idler and at the scissor grip. Scissors still open and close. Cable may have frayed due to excess tension on the cable. Engineering also observed the distal end of the main tube has a 4 inch long section with material removed all around the tube. Damaged area is parallel to the tube axis, and has a rougher surface finish than the rest of the tube. Based on the location and appearance, the damage may have been caused by a cannula accessory. Add'l investigation is underway regarding the cannula accessories. No other damage was found. A follow-up MDR will be submitted if add'l info is rec'd.